Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed using 24mm watchman flx laa closure device with delivery system (wds) and a watchman truseal access system (was). After deployment but before release criteria was evaluated intracardiac echocardiogram revealed an echogenic structure on the posterior mitral side of the closure device. An attempt was made to aspirate the thrombus which was ultimately unsuccessful. The closure device was recaptured and removed from the patient. Once removed from the patient, no thrombus was identified via procedural imaging or on the device. A new 24mm device was successfully implanted to complete the procedure. No patient complications were reported and the patient was discharged one day post procedure.